Event description:
This report is being filed after the review of the following journal article huet, s. Et al. (2022) the use of single-use ancillaries does not increase the cost of osteosynthesis in orthopaedic surgery: a case study of plate osteosynthesis for distal radius fractures, injury , vol. 53 (xx) pages 2095¿2101 (france) the aim of this study is to determine the overall cost of plate osteosynthesis, then compare the direct and indirect costs of plate osteosynthesis between procedures using conventional ancillary instruments (cais) and procedures using single-use instruments (suis). Between april 2019 to july 2020, a total of 102 patients underwent distal radius fractures (drf) surgery. They were divided into 2 groups: the single-use instruments (sui) were used by 45 patients (35 female and 10 male) with a mean age of 64.6 years, and the conventional ancillary instruments (cais) were used by 59 patients (49 female and 8 male) with a mean age of 66.7 years. The following complications were reported as follows: sui group: (n=40) patients had loss of reduction (immediately and at 3 months postoperatively) (n=3) patients had general complications (n=1) patient had local complications (n=1) patient had loco-regional complications cai group: (n=51) patients had loss of reduction (immediately and at 3 months postoperatively) (n=3) patients had general complications (n=1) patient had loco-regional complications this report is for an unknown synthese 2.4 mm va-lcp two-column volar distal radius plates a copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: 2.4 mm va-lcp two-column volar distal radius plates/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.